Event description:
It was reported that this right ventricular (rv) lead had gradual rise in shock impedance, and were now high out of range greater than 200 ohms. Technical services discussed to continue to monitor, and to consider commanded shock in impedances if continue to rise. The lead remains in-service at this time. No adverse patient effects were reported.